Event description:
It was reported that, "following a 24 hour 5-lead, holter monitoring procedure, the patient noticed small blisters under the 3 of the ECG electrodes in the area of the conductive gel."

Manufacturer narrative:
No product will be returned for evaluation. The clinic reported, that the application areas were cleaned with alcohol and then the skin was abraded with prep tape. The electrodes were applied and taped in place. It is possible that the outer layers of skin were removed with abrasion and under layer was irritated by the salt content of the conductive gel. Not all sites reacted which indicates it was not a generalized reaction to the electrode. The lot code was reported. A quality engineer will review the device (lot) history record. When the report is received a supplemental report will be filed.